Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The contact changed the infusion set tubing and cartridge to resolve the occlusion alarm. The customer's blood glucose (bg) level was 470mg/dl and a manual injection was administered to address the bg level. Tandem technical support educated the contact in regards to occlusion alarms and how to troubleshoot the issue on their own. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.